Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ fracture neck of femur, post asr resurfacing. This is a resurfacing to xl revision. See (B)(4) for xl revision and revision of cup. Both components implanted (B)(6) 2006. Femoral head revised (B)(6) 2007. Cup left in situ. Reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op).

Manufacturer narrative:
This medwatch is being rejected, as this complaint is a duplicate of (B)(4). All updates and reports for this product will be reported through (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.